Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis on (B)(6) 2010. It was stated that the customer was readmitted on (B)(6) 2010, for low blood glucose of 48.6mg/dl. Troubleshooting was performed. Ran a fixed prime test and the device alarmed. While continuing the troubleshooting, the call was disconnected. No further information was provided.